Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator was only delivering 62 percent oxygen regardless of the ventilator's settings and the unit failed the oxygen sensor cell calibration. There was no patient involvement.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed oxygen calibration testing. The service technician set the fio2 to different values and the blender flag would follow accordingly. The device passed all testing and met all vyaire manufacturer specifications.